Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis was not able to confirm the reported error message. The instrument was found to have a dislodged grip ring at the proximal end in the housing. The probable root cause of the dislodged grip ring is attributed to the manufacturing process.

Event description:
It was reported that during a da vinci-assisted transthoracic chest anastomosis esophagectomy surgical procedure, the vessel sealer extend instrument had an exposed blade error appear. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.